Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient no external power alarms and power cable disconnect alarms happened again after initial controller exchange while the patient was wearing batteries. These were mainly noted while the patient was wearing the spandex lvad shirt. The spandex lvad shirt may have caused the weak connection between the batteries and clips. Since batteries, clips, and the controller were swapped it was recommended to replace the controller with a new 1.7 controller. X-ray images of the driveline were unremarkable and a 4d computed tomography of the driveline was not needed. The batteries were new but already required recalibration on a set - the set needing recalibration has completed 94 cycles. A second controller exchange was done which resolved the alarms.

Event description:
Related manufacturer reference number for the first system controller exchange: 2916596-2022-01821.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via log file analysis; however, the reported event of a no external power alarm was not confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review and showed events spanning approximately 2 days (14mar2022 - 16mar2022 per timestamp). Intermittent atypical power cable disconnect alarms coincident with rsoc invalid faults on both power cables were active from 14mar2022 at 09:32:56 ¿ 15mar2022 at 22:14:25. These alarms cleared shortly after activating and occurred on battery power. There were no other notable events active in the log file. A root cause for the reported events was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 24aug2020. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect and no external power alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.